Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed restart 39 during training and was replaced, consistent with an insulin shaft encoder malfunction in the insulin delivery assembly. Symptoms included no reported adverse clinical signs. Outcomes included no reported impact to the user¿s health and no medical intervention or hospitalization. Investigation included a review of the device alarm condition and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.